Event description:
During a shoulder arthroscopy the pump began to overrun. The hospital staff changed out the tubing proceeding with the case. The case was completed but post-op the patient presented edema of the neck and chin.